Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: 1294412002023006154. It was reported that the patient suffered from cardiac and respiratory arrest and abnormal cardiopulmonary function. A rotaflow console and drive (extracorporeal life support system ECMO) was used. At about 17:00 o´clock on the afternoon of 4th of december, the nurse found that the equipment prompted the speed and flow rate (inaccurate flow rate). After applying coupling agent, tightening the pump head, etc. The problem was not solved. This situation can easily cause serious harm to critically ill patients. The customer replaced the device with a backup device with no consequences for the patient. After the replacement, the speed and flow rate were relatively stable, and the pump was running normally. A getinge field service technician was on site and determined that the rotaflow drive is faulty and needs to be returned to the german factory for repair. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that the patient suffered from cardiac and respiratory arrest and abnormal cardiopulmonary function. A rotaflow console and drive (extracorporeal life support system ECMO) was used. At about 17:00 o´clock on the afternoon of 4th of december, the nurse found that the equipment prompted the speed and flow rate (inaccurate flow rate). After applying coupling agent, tightening the pump head, etc. The problem was not solved. This situation can easily cause serious harm to critically ill patients. The customer replaced the centrifugal pump (rotaflow drive) of the backup machine with no consequences for the patient. After the replacement, the speed and flow rate were relatively stable, and the pump was running normally. A getinge field service technician was on site and determined that the rotaflow drive is faulty and needs to be returned to the german factory for repair. No harm to any person has been reported. Due to the exchange during use a report is required. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-08-28 the reported failure could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2024-10-09 the supplier (B)(4) was able to reproduce the reported failure. The main bearing of the rfd has been replaced by the supplier and the most probable root cause could be determined as aging of the device (produced in 2017). Additionally, the closing assy was detected as defective by the supplier and has also been replaced. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2023-12-14 and during the period of 2017-09-09 to 2023-12-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2017-09-09. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).